Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a device check. Store egms showed the device exhibited post-paced t-wave oversensing. Programming changes were recommended. The patient was asymptomatic throughout the check.

Event description:
New information received indicated that another occurrence of post-paced t-wave oversensing was observed on the device. Reprogramming was recommended previously but was not made. Patient was asymptomatic. Programming changes were made to resolve the issue.